Event description:
It was reported that on (B)(6) 2021, the patient underwent for a removal of hip arthroplasty surgery. The patient had a femoral neck system implants the side plate both screw and distal locking screw in one whole side plate remove to do a hip arthroplasty procedure. Patient status is unknown. This complaint involves an unknown number of devices. This report is for (1) unk - plates: fns. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - plates: fns/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.